Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction.

Event description:
It was reported that while interrogating the subcutaneous implantable cardioverter defibrillator (s-ICD) the episode count was zero, however when reviewing the data stored on the remote home monitoring website there was one untreated episode. Further review determined that on the day of the in office interrogation, they experienced difficulty connecting to and interrogating the device. Two sessions were record, causing a reset of the counters. The s-ICD remains in service and no adverse patient effects were reported.